Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 investigation summary ==> the product was returned to ethicon for evaluation. One empty pouch and one folder packet with a absorbable adhesion barrier were received for analysis. The product code is 4350. Upon visual inspection of the foil pouch and folder packet no foreign matter, or hair were observed on the sample. Additionally, the absorbable adhesion barrier was examined and no anomalies were observed. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no foreign matter was noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an abdominal hysterectomy on (B)(6) 2025 and an absorbable adhesion barrier was used. It was found there had been hair foreign matter inside the package when just unpacking (inside the single package(pouch)). The seal was intact. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided. ¿

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: where was the foreign material found? (Inside shipping box, inside implant box, directly on device?) Inside the single package(pouch). Was the seals on the foil still intact when the package was opened? Yes, intact. Are there any photos of the foreign matter available? No. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.